Event description:
The surgeon reported a decline in the patient's performance. A determination was made to explant the patient's c1 device. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.